Manufacturer narrative:
A device history record (DHR) was reviewed; no evidence of abnormal sterilization cycle was found associated with this serial number. The reported event of an infection was able to be confirmed by field representative.

Event description:
It was reported that the pocket was ruptured half year after the pacemaker system implantation. Treatment was provided however the pocket was completely ruptured causing the pacemaker and leads to be exposed. The surrounding pocket skin was red and swollen. The physician thought it was pocket infection however the cause of the infection was unknown. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted and the leadless pacemaker was implanted on (B)(6) 2025. The patient was discharged and recovering.